Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right atrial (ra) lead was not properly inserted into the header of the device, which required surgical intervention. The lead was repositioned, and both devices remain in service. No adverse patient effects were reported.